Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a cori assisted surgery, two (2) real intelligence tracker clamp were confirmed to be stabilized when tightening the tracker, but then became loose. Since this issue was noticed after the procedure, the patient was no longer involved.